Manufacturer narrative:
D4. ¿ expiration date ¿ added. D4. ¿ gtin ¿ updated. D9. - product available to stryker - updated. D9. - returned to manufacturer on ¿ updated. H3. - device evaluated by mfg ¿ updated. H4. ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the lumen of the microcatheter at the proximal end. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was able to be flushed. The microcatheter was cut in order to retrieve the stent, however it could not be advanced completely out of the hub. The subject stent delivery wire (sdw) was kinked/bent at the distal end. The introducer sheath was noted to be intact. The functional inspection could not be performed as the stent was returned in a deployed state. The reported event of 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event of 'stent deployed prematurely during use' was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported "during an aneurysm embolization procedure, the physician used a microcatheter as the delivery microcatheter for the subject stent. After the delivery microcatheter was positioned in place, the physician started to deliver the stent. The stent could not advance further after entering the microcatheter by approximately 3 cm. The physician pulled back the delivery wire, drawing it out of the body, but the stent separated from the delivery wire, leaving the stent body inside the microcatheter. The physician then withdrew the microcatheter from the patient's body and subsequently replaced it with another microcatheter and another stent, successfully completing the procedure.". Additional information did not indicate any issues noted during unpacking or set up of the device, the device was prepared as per dfu instructions and continuous flush was set up and maintained throughout the clinical procedure. Based on the available information and the analysis of the returned device, it is possible that the subject stent was damaged during transfer. If the stent was compromised at that time, increased friction would likely have been encountered during the procedure, potentially leading to premature deployment. The event may be attributable to certain procedural factors that occurred during the procedure. The reported events of 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' and the analysed event of 'stent deployed prematurely during use' and 'sdw kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, the subject device could not be advanced within the microcatheter. When the physician attempted to pull the deliver wire the subject device got detached from the delivery wire within the microcatheter shaft. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, the subject device could not be advanced within the microcatheter. When the physician attempted to pull the deliver wire the subject device got detached from the delivery wire within the microcatheter shaft. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient.